Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was based off a review of the patient's medical records, provided to davol by the patient's attorney: (B)(6) 2002 - the patient underwent implant of a bard/davol flat mesh and a non-davol/bard which was placed as a sling, during an abdominal sacrocolpopexy, anterior colporrhaphy and cystostomy tube placement. On (B)(6) 2002 - patient had an md office visit post pubovaginal sling, patient has minimal post void leakage, probably related to some vesicovaginal reflux. Sling is in good position. On (B)(6) 2003 - patient had an md office visit. Anterior vaginal mucosa is well healed with good support and good sling position. No complaints.